Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion of internal tissues, urinary problems and dyspareunia. It was reported that the patient has undergone additional surgeries and revisionary procedures. On (B)(6) 2004 the patient underwent a diagnostic cystoscopy, repair of the vaginal mucosa and excision of vaginal mesh due to erosion and persistent sui.

Manufacturer narrative:
(B)(4).